Event description:
A report was received that a trial patient's leads and extensions were explanted due to mrsa infection. The patient was treated with antibiotics. The patient is reportedly doing well after the explant procedure.